Event description:
The issue involves medical device integration. The +pr software flag allows for a new capability to append a value to the result based on a given error code sent by the device. This is managed by the interface creating a flat file on the network, which defines appending the < sign for an error flag of 4 and a > sign for an error flag of 5. This is not correct. The flat file should have been updated to append the > sign for an error flag 4 and a < sign for an error flag of 5, and the interface should have been cycled in cerner enterprise manager. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B) (6), 2008 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue resolved and no further narrative is required for follow-up.